Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-00981. Related manufacturer reference number 1627487-2022-00982. It was reported that patient¿s leads had migrated. The s1 leads were outside of the foramina whilst the l5 lead had pulled out of the ipg. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022 wherein, the left s1 lead was explanted and replaced, the right s1 lead was repositioned and the left l5 lead left in the same position. The physician opted to add a second l4-l5 lead. Effective therapy was restored post operatively. It¿s unknown which s1 lead was left or right and both are being reported as explanted.